Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that both the upper and lower cases were damaged and that there was a loose electrocardiogram connector on the link electronic module (lem) board. The cases and lem board were replaced and the lem board calibrated. Analysis also found the bezel assembly broken by the hasp, that the rear display cover was worn, the media bay door latch was broken, the power cord bay tab was broken, the printer drawer was damaged and the system fan was noisy. All found defective parts were replaced. (B)(4).